Event description:
This is the email I sent the MFR. I have one of your bipap machines that has been helpful since I suffer from myasthenia gravis and have a mostly paralyzed diaphragm. In fact, I just go out of the ICU and the local teaching hosp and used the device as a non-invasive ventilator at the request of the rts in the hosp. I've had problems getting the oxygen I need, and my physician asked me to use a new mask since the reports showed high levels of leaks. Last night, I opened a new bag with a new mask and noticed quite a bit of air blowing out - even though I really cranked down the tightness. There were no leaks around the perimeter. I tried to sleep and woke an hour later gasping for air, with terrible chest pain and high afib. "My sats were upper 70s to low 80s even though I bleed in 5/lm of o2." The mask fit showed just 8%. I put in the old mask and things improved. This morning I compared both masks. The new one (just removed it from the sealed bag before bed last night) has a defective flap over one of the air holes. Apparently, the soft silicone flap is supposed to rest against the opening so when pressure is applied to the mask, it seals. There's no way for that to do so. When I take a breath in, (negative pressure in the mask) the flap is supposed to open and allows room air in. With the defective flap, the machine was pumping air like mad and diluting the o2 bleed; and the hole in the mask was also allowing in much more room air. Unfortunately, the old mask has a defective flap too; but it's not as bad. I plan to register a complaint with the FDA and will keep the masks for their f/u. I have pictures showing the problems if you want to see them. To me it seems clear that you guys have a qc problem that could lead to substantial pt injury. I wanted you to know asap. - (B)(6). FDA safety report ID# (B)(4).